Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. The malfunction code was reset successfully with assistance from technical support, and the customer was able to continue using the pump. The caller was advised to contact technical support again if the malfunction code reappeared, and they acknowledged and understood these instructions.